Manufacturer narrative:
Due to no product return the complaint could not be confirmed. Definitive conclusions, accurate investigation and evaluation are not possible without product to evaluate.

Event description:
It was reported that the anchor was broken inside of the arthroscope. No patient injury was reported.